Manufacturer narrative:
E1: initial reporter address 1:(B)(6). E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, the balloon ruptured at 12 atm for 30 seconds upon the third inflation. The device was removed normally, and the procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube profile noted a kink approximately 32.5cm from the strain relief. The shaft polymer extrusion profile has no issues identified. A microscopic analysis on the ballon identified a pinhole leak 2mm proximal to distal markerband was observed in the balloon material. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip profile has no issues identified. Microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit, and an attempt was made to inflate the device however a pinhole leak 2mm proximal to distal markerband was observed.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, the balloon ruptured at 12 atm for 30 seconds upon the third inflation. The device was removed normally, and the procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.